Event description:
The patient services representative (psr) of a (B)(4) man patient contacted zoll lifecor customer support to report that one of the patient's battery packs was not working properly. The psr said that the battery would not power up the monitor and that it was working showing a battery pack fault high. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.